Event description:
Customer reportedly received results of 275 mg/dl on the advantage system and 37 mg/dl on a professional's meter within 10 minutes. Low blood symptoms reported with these results; customer was treated with a glucose injection by paramedics and taken to the hospital where she was treated with an IV. The customer did not provide the location where the discrepant results were obtained. No quality controls used. Requested return of suspect device and replacement was sent.